Manufacturer narrative:
H6 medical device problem code a0401 has been updated to a040601.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6. Medical device problem code break (a0401) removed and deformation due to compressive stress (a040601) added.

Manufacturer narrative:
Additional information received. D6 explant date is unknown.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
A1: patient information is not available. D6b: added explant date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During the reposition of the impella 5.5 the catheter shaft was damaged. The pump was still in use and functioned normally. The pump could be successfully repositioned.

Manufacturer narrative:
Device in wrong position: the cause of the pump positioning issues was not determined due to no product returned and insufficient clinical details. Pd-catheter-(twist, bent, kinked): a photo returned from the field confirmed a kinking / buckling of the catheter under the sterile sleeve. The kinking was noted to have occurred during repositioning efforts making the cause of the kinking an unintended user error.